Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported issue ¿scope leaking detergent¿ could not be determined, as there was no scope defect/malfunction. The reported issue was related to the facility's oer-3 automatic endoscope reprocessor. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the panel on the left side of the oer-3(olympus endoscope reprocessor) being used with the loaner gastrointestinal videoscope overheated, causing a burning smell. When the field service engineer, fse, in charge checked the oer-3, a hole was found in the binding part of the detergent tube closest to the washing tank. This was presumed to be due to the oer-3 being operated while there was liquid leaking. There was no report of patient harm. This report is linked to the following patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue and is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.